Event description:
This 31-yr-old female had bilateral silicone breast protheses removed. There was no evidence of a leak and the appearance of the implants was intact. Pt required a capsulectomy with pathology reporting adventitial bursa formation consistent with implant capsule. There is also a report of foreign body with xanthogranulomatous reaction. Pt had placement of implants eleven yrs ago. Rptr has no further implant information.